Event description:
The customer reported a bright flash followed by loss of vaporization at 73,941 joules during a prostate procedure. Additionally, it was reported that upon removing the fiber from the laser console, the fiber connector came apart. The case was completed with a second fiber. It was reported that there was no harm to the pt.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report of a flash and loss of vaporization is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber connector was received disassembled, separated from the fiber. The fiber cap condition would prevent proper fiber function, likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The damaged connector was likely the result of improper handling or possibly, insufficient adhesive securing the fiber to the connector hub. Reports of fiber connector issues will continue to be monitored. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.